Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that sometime post a port placement, the leakage was allegedly found during contrast examination extraction. It was further reported that catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was received for evaluation. Gross, microscopic visual, tactile and functional testing were performed. A split was noted to the catheter near the distal end of the cath-lock. A partial circumferential break was noted to the catheter approximately 1.6cm from the distal end of cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. Upon infusion, a leak from the partial circumferential break was observed as water exited the partial compound break while also exiting the distal end of the catheter. Therefore, the investigation is confirmed for the reported fracture, leak and identified natural worn, deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the leakage was allegedly found during contrast examination extraction. It was further reported that catheter allegedly broke. There was no reported patient injury.